Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed to close but locked and could not be recovered. A field service engineer (fse) worked on the matrix drawer 2.2 and reseated all cables and connections behind the drawer, adjusted the latch hard stop, adjusted the inner slide bumpers, and aligned the slide rail metal guides. Various tests were run through the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, "drawer 2.2 failed to close" message was displayed, but the drawer was locked and could not be recovered. Customer tried to reboot and recover the drawer, but the issue persisted. Medications for surgery were in this drawer, but no surgery had yet been scheduled in ldor1 at that time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.